Manufacturer narrative:
This supplemental report was created to update b5: description of the event; and h6: impact code.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and sepsis. Reportedly, the patient had sepsis that had an impact with the pocket. The patient temporary pacing bridge until a new system was re-implanted on the right side and was attached to the new brady lead. No additional adverse patient effects were reported. This ra lead was explanted. Additional information indicated that the patient received an antibiotic therapy. No additional adverse patient effects were reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and sepsis. Reportedly, the patient had sepsis that had an impact with the pocket. The patient temporary pacing bridge until a new system was re-implanted on the right side and was attached to the new brady lead. No additional adverse patient effects were reported. This ra lead was explanted.